Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred. It was also reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was in 207-247 mg/dl range. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.